Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to air in the sample bag. The run data file (rdf) was analyzed for this event. According to the signals and procedure of events, it may be possible that the white pinch clamp to the sample bag was only partially occluded which was enough to pass the initial check when the kit was loaded, but generated the ¿failure to pressurize inlet¿ alarm during the disposable test. This alarm is generated when the necessary positive pressure is not able to be reached during testing which would confirm the ¿clicking noise¿ heard by the operator as the pump¿s spring loaded rollers could not meet the pressure test limit. Root cause: the air in the sample bag was determined to be due to the incomplete occlusion of the line to the sampling bag. Although the clamp on this line was closed, it did not completely occlude the line because the tube was not fully within the clamp¿s pinching surface. Correction: a voluntary medical device product recall notice was distributed to customers detailing the possible failure modes, necessary actions to be performed by the customer if air is in the bag, and risks to the donor. Corrective/preventive action: an internal CAPA has been initiated to address air in the sample bag issues.

Manufacturer narrative:
Investigation: the disposable set was returned for investigation. No air was noted in the sample bag when received. Upon visual inspection, the white clamp on donor line was closed correctly. However, it was noted that the white clamp on sample bag line was not closed correctly to occlude the line. The tube was partly outside the clamp, sticking out of the side of the clamp. The returned set was loaded onto a trima machine to verify the alarm reported by the customer. The machine performed the pressure set test where the peak pressure was achieved but the pressure degradation test failed. Air was seen in the sample bag. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This record was identified during a retrospective review of MDR's to identify records in which an event occurred, but the type of reportable event was not indicated appropriately in the MDR form. This supplement is being filed to modify information to align with the reported event.

Manufacturer narrative:
When contacted for re-training, the customer expressed that training was not an issue, as all staff are clear on procedures for evacuation of air from the sample bag or if clamps were left open. The concern was over how long it took for the machine to alarm during the pressure set test. The customer stated the staff chose not to continue the procedure, because the disposable set might be useful to investigate the reason the alarm was not activated earlier in the procedure. The customer was contacted for re-training. The customer expressed that re-training for air in the sample bag and clamps left open procedures, was not necessary. The operator¿s manual includes a caution to confirm that no air is present in the sample bag before connecting the donor. Root cause: the pressure set test is a time-variable process and can take longer to complete or to alarm in certain situations. In this situation where a slow leak was present, the machine tried for several minutes to reach the required internal pressure before alarming. The pressure set test performed as intended.

Event description:
No medical intervention was needed for this event.

Event description:
The customer reported that during disposable set test, they heard a loud 'clicking' noise from the trima machine and the machine alarmed. The operator inspected the disposable set and observed air in the sample bag.due to EU personal data protection laws, the patient information is not available from the customer. This report is being filed due to the potential for injury if the same failure were to reoccur.